Event description:
Customer claims that the alarm has power, but no alarm tone when pressure is released from the sensor pad. The unit was tested with new batteries. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the alarm has power, but no alarm tone. The unit rj-11 sensor connection is damaged. (B) (4).